Event description:
A report was received that a pt was explanted due to an infection. The pt had developed a rash over his hands and back. Upon physician's assessment, it is believed that the cause of the infection could have been contributed from the pt scratching his back with dirty fingernails. The pt is reportedly doing well after surgery.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for eval.